Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtr was inserted and advanced into the left ventricle (lv). It was noted while in the lv, the physician added more "-" knob on the steerable guide catheter (sgc), but it did not move. Grasping was then performed. However, while grasping, the anterior leaflet became wrapped around the clip. Troubleshooting was performed and the clip was removed from the leaflet. A leaflet tear was then occurred, causing mr to increase to a grade of 4+. Therefore, the mitraclip devices were removed, and mitral valve replacement was performed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported difficult to remove from anatomy (clip caught on leaflet) could not be replicated in a testing environment as it was related to related to patient anatomy or procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove of clip caught on the leaflet. The reported patient effect of tissue injury appears to be due to the clip being caught on the leaflet and troubleshooting maneuvers to remove the clip from the leaflet. The worsening mr appears to be a cascading effect of the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient remained hospitalized and mitral valve replacement was performed.